Manufacturer narrative:
Results: the reported event of the charger could not locate the ipg was confirmed. As returned, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated with a test charging system without any issues. After the battery was recovered, the ipg displayed normal device characteristics. The device was tested to manufacturing specifications using the autotester and passed all tests. In addition, the charging history is unknown; therefore the reason for the battery depletion could not be ascertained. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is without stimulation and is unable to communicate with her ipg. A replacement charging system was sent to the patient, however the issue persisted. Surgical intervention may take place at a later date to address the issue.

Event description:
Follow-up information indicated surgical intervention was undertaken and the patient's ipg was explanted and replaced with a different model.